Manufacturer narrative:
The t:slim pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off)."

Event description:
It was reported that the cause of the customer's diabetic ketoacidosis was an auto-off alarm.

Event description:
It was reported that the customer was hospitalized on (B)(6) due to diabetic ketoacidosis. Blood glucose level was stabilized and customer was released on (B)(6) 2015.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.